Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead remains in use.

Event description:
It was reported that the right ventricular (rv) lead r wave measurements have been decreasing over time. It was also reported that the r waves measure differently through the device that when manually measured from paper telemetry strips. The rv lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.